Event description:
Boston scientific radial jaw 7 single-use biopsy forceps were used during a biopsy of colon. The physician reported forceps were "dull or blunt" and caused a hematoma and bleeding on the wall of the colon that is not normally seen during biopsy procedures. A second set of similar radial jaw 7 forceps was obtained and the biopsy then proceeded as expected. Site required extra irrigation during procedure, no other harm to patient. (Ref # (B)(4) lot # 26935772 expiration date 3-7-2024).